Manufacturer narrative:
(B)(4). This is a report of a use error, where a home patient disconnected and then reconnected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of four in peritoneal dialysis. The home patient was connected to the homechoice. The home patient had disconnected in dwell four and reconnected after the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.